Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation caused by the lifevest. The irritation was described as an allergic reaction consisting of welts all over her body that caused itchiness. The patient consulted her physician who recommended a medicine. There is no allegation of a device malfunction. Follow-up indicated that the irritation had bled, and that it was improving with use of neosporin. The patient decided to end use of the lifevest.